Event description:
Staff report these cvsms have a system bus issue, error code #00000012. This error code is triggered after using the device for a minute or two and fully crashes the cvsm when it occurs. There is no troubling shooting we've found that is able to fix it; welch allyn has been sending us replacements for these devices as the error code occurs. There have not been any reports of patient harm to date but it makes us question the parts used or the quality check process. Manufacturer response for 6000 series cvsm vital signs monitor, 6000 series cvsm vital signs monitor (per site reporter) they have been exchanging these devices for new ones.